Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not updating on pyxis system. A technical support specialist dialed into the server and confirmed all crossovers were successful. Verified maintenance service, job scheduler service, and extract transform load (etl) were enabled on the rpt server. Monitored baretail logs confirming station subscriptions, checked pes showing all stations on current subscription, and confirmed no critical notices on healthsight viewer (hsv). Contacted the site pharmacist, who reported no issues and confirmed all pyxis stations were functioning properly. Sent email for confirmation, followed the 3 strike rule, and with no response from the customer, the case is being closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the nurse attempted to retrieve gabapentin for a patient on 5w; however, the patient was still showing under ed on the 5w pyxis despite the server reflecting the correct location as 5w. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.